Event description:
It was reported to nuvectra that the patient experienced stimulation to the chest area. An x-ray was performed and exhibited a lead migration. Subsequently, the lead was re-positioned and the patient is doing well.